Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:pcba bi31000171 isolated stand alone, serial/lot:(B)(6) . 1 h3, h6: the board was returned for product analysis. Visual inspection showed that connector j1 was damaged and there was a small nick in the board. A bench test was performed on the standalone board, and it passed. All l.e.ds are functioning as normal and fans are operating correctly. No functional problem found, but the board was physically damaged. Fdm10, fdr180, fdc4307 are applicable to the product analysis. Fdm10, fdr114, fdc4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: bi71000447, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that fuse f10 to the isb failed. The isb, fuses, and x-ray relay were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that post-operatively, when trying to take a 2d image, the system went into standalone mode. The pendant showed that the generator was not initialized. The site brought in a second imaging system to do the post-operative spin. This caused no patient impact and no surgical delay.